Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: d9 (device availability), h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-06301 for details of the other event. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the patient anatomy imagery revealed presence of tortuosity in the patient's left access vessel. A review of the device imagery revealed a crimped valve that was exposed through the punctured liner. There was patient tissue caught on the bent valve struts. The esheath+ liner was stretched in the region of the torn liner. The distal esheath+ liner was noted to be unexpanded. A review of the fluoroscopy revealed the esheath+ was kink and there were bent valve struts. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the inability to advance the commander delivery system with valve through the esheath+, the esheath+ liner puncture, the esheath+ not expanding and the esheath+ being kinked/bent were confirmed based on evaluation of the provided imagery. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of IFU/training materials revealed no deficiencies. As reported, "there was difficulty advancing the commander delivery system with valve through the 16fr esheath+. Upon review of the fluoroscopy, it was noticed that the sheath was kinking with forward pressure. A decision was made to withdraw the delivery system and valve and then replace the sheath and entire system with a new system. As the commander delivery system with valve was being withdrawn, the valve became stuck in the esheath+. The esheath+ was unable to be removed as the valve was observed to be protruding outside the esheath+." Per the provided device imagery, the crimped valve had punctured through the liner of the esheath+ with patient tissue caught on the bent valve struts. A stretched region of the liner was observed. In reviewing the fluoroscopic imagery, bent valve struts and esheath+ kinked were identified. In reviewing the patient anatomy imagery, tortuosity was confirmed to be present in the patient's left access vessel. This observation aligns with the presence of "moderate tortuosity" that was reported. In regard to the inability to advance the commander delivery system with valve through the esheath+ and the esheath+ being kinked/bent, a tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. As reported, "the sheath was kinking with forward pressure", which suggests high push force was used to navigate through any resistance experienced, causing the esheath+ to kink. Additionally, improper sheath liner expansion could lead to increased push forces during system advancement through the sheath, resulting in the reported resistance. Although a definitive root cause was unable to be determined at this time, the available information suggests that patient factors (tortuosity) and factors related to the manufacturing process (improper sheath liner expansion) could have contributed to the resistance while the esheath+ being kinked/bent was likely a result of patient factors (tortuosity) and procedural factors (high push force). In regard to the esheath+ liner being punctured and the esheath+ not expanding, a stretched region of the liner was observed in the region of the torn liner per review of the device imagery. This failure mode may be related to improper expansion of the sheath during delivery system advancement. This may result from variation in the seam forming process during manufacturing. A product risk assessment (pra) was previously initiated to document the investigation and assess associated risks for the issue. The pra stated that liner tears can occur when the high-density polyethylene (hdpe) outer layer adheres to the etched polytetrafluoroethylene (ptfe) liner, preventing the seam from opening. It is also possible that the patient's anatomy (tortuosity) could have contributed to non-axial alignment between the delivery system and the sheath in this region, resulting in the crimped valve to interact with the liner, causing it to puncture/tear the liner. Although a definitive root cause was unable to be determined at this time, the available information suggests that patient factors (tortuosity) and factors related to the manufacturing process (improper sheath liner expansion) could have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A corrective and preventive action (CAPA) and pra were previously initiated for this type of event. Further assessment revealed the control limits have not been exceeded. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on updated investigation. The following sections of this report has been corrected/updated:h6 (investigation conclusion) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the patient anatomy imagery revealed presence of tortuosity in the patient's left access vessel. A review of the device imagery revealed a crimped valve that was exposed through the punctured liner. There was patient tissue caught on the bent valve struts. The esheath+ liner was stretched in the region of the torn liner. The distal esheath+ liner was noted to be unexpanded. A review of the fluoroscopy revealed the esheath+ was kink and there were bent valve struts. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the inability to advance the commander delivery system with valve through the esheath+, the esheath+ liner puncture, the esheath+ not expanding and the esheath+ being kinked/bent were confirmed based on evaluation of the provided imagery. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of IFU/training materials revealed no deficiencies. As reported, "there was difficulty advancing the commander delivery system with valve through the 16fr esheath+. Upon review of the fluoroscopy, it was noticed that the sheath was kinking with forward pressure. A decision was made to withdraw the delivery system and valve and then replace the sheath and entire system with a new system. As the commander delivery system with valve was being withdrawn, the valve became stuck in the esheath+. The esheath+ was unable to be removed as the valve was observed to be protruding outside the esheath+". Per the provided device imagery, the crimped valve had punctured through the liner of the esheath+ with patient tissue caught on the bent valve struts. A stretched region of the liner was observed. In reviewing the fluoroscopic imagery, bent valve struts and esheath+ kinked were identified. In reviewing the patient anatomy imagery, tortuosity was confirmed to be present in the patient's left access vessel. This observation aligns with the presence of "moderate tortuosity" that was reported. In regard to the inability to advance the commander delivery system with valve through the esheath+ and the esheath+ being kinked/bent, a tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. As reported, "the sheath was kinking with forward pressure", which suggests high push force was used to navigate through any resistance experienced, causing the esheath+ to kink. Additionally, improper sheath liner expansion could lead to increased push forces during system advancement through the esheath+, resulting in the reported resistance. In this case, although a definitive root cause was unable to be determined at this time, the available information suggests that patient factors (tortuosity) and/or factors related to the manufacturing process (variable sheath liner expansion) may have contributed to the resistance while patient factors (tortuosity) and/or procedural factors (high push force) may have contributed to the observed kink in the esheath+. In regard to the esheath+ liner being punctured and the esheath+ not expanding, a stretched region of the liner was observed in the region of the torn liner per review of the device imagery. This failure mode may be related to improper expansion of the sheath during delivery system advancement. This may result from variation in the seam forming process during manufacturing, causing the high-density polyethylene (hdpe) outer layer to adhere to the etched polytetrafluoroethylene (ptfe) liner. If unable to open at the seam as designed, the liner may stretch to accommodate system passage. In addition, the liner may tear in the process, causing the delivery system (ds)/crimped transcatheter heart valve (thv) to exit through the inner lumen. An investigation documented in a technical summary written by edwards lifesciences has determined that vertical lamination temperature, if too high, can contribute to instances of liner stretching. The technical summary captures laminator temperature setting optimization within the validated range to reduce variation and should reduce liner stretching events. It is also possible that the patient's anatomy (tortuosity) could have contributed to non-axial alignment between the delivery system and the esheath+ in this region, resulting in the crimped valve to interact with the liner, causing it to puncture/tear the liner. In this case, although a definitive root cause was unable to be determined at this time, the available information suggests that patient factors (tortuosity) and/or factors related to the manufacturing process (variable sheath liner expansion) could have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, there was difficulty advancing the commander delivery system with valve through the 16fr esheath+. It was noted that access had been obtained from the left groin, the 16fr esheath+ was able to be advanced into the patient without difficulty and a non-edwards balloon (20 mm x 6 cm) was able to be advanced to dilate the aortic valve twice. Upon review of the fluoroscopy, it was noticed that the sheath was kinking with forward pressure. A decision was made to withdraw the delivery system and valve and then replace the sheath and entire system with a new system. As the commander delivery system with valve was being withdrawn, the valve became stuck in the esheath+. Imaging was performed and it revealed the iliac was ruptured. A non-edwards balloon was then placed and inflated to stop the bleeding. The esheath+ was unable to be removed as the valve was observed to be protruding outside the esheath+. The patient's blood pressure was worsening. After further discussion and consultation, a decision was made to stop the procedure and the patient passed away. Additional information was received, clarifying that as the delivery system with valve was being advanced through the esheath+, the esheath+ split open which resulted in the system to "kink over". The system was able to be pulled back which allowed the system to straighten back out. However, it was noticed during that time that the bottom edge of the valve had flared out and caused a perforation through the iliac artery. This resulted in the patient to start hemorrhaging. A massive transfusion protocol was initiated, and code blue was also initiated. Unfortunately, due to the complications, the patient passed away. It was clarified that the entire system and esheath+ kinked and the esheath+ had split. There were also two valve struts bent.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.